Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any exceptions for the reported lot. Based on the information available, the reported atrial perforation and hypotension were due to procedural conditions. The reported patient effects of atrial septal defect and hypotension are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an atrial perforation occurred during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The first clip delivery system (cds) was advanced to the mitral valve and clip was implanted. A second cds was advanced and during placement of the clip, the patient had a hemodynamic problem. The physician noted that the septum had a tear where the steerable guide catheter (sgc) was inserted. To stabilize the patient, extracorporeal membrane oxygenation (ECMO) was used. The second clip was implanted. Two clips implanted, reducing mr to 2. An atrial septal defect (asd) closure device was implanted. The patient was sent to intensive care unit (ICU) and one day later the patient was stable. No additional information was provided.